Event description:
It was reported that low pacing impedance was noted. Externalized conductors were found via fluoroscopy.

Event description:
Additional information received indicated that during a device change out procedure on (B)(6) 2016, the lead was capped and replaced due to externalized conductors.